Event description:
Notes from the h&p: the patient has a past medical history significant for third degree heart block requiring a ddd permanent pacemaker. This was implanted 3 years ago. The patient also has a history of paroxysmal atrial fibrillation. Approximately a month ago at cardiologist's office, her pacemaker generator was noted to be at eri. Today, she came into the office for an echocardiogram. Afterwards, the pacemaker was interrogated. As soon as the interrogation wand was placed on the device, the patient was noted to have abrupt cessation of all pacemaker function. She turned cyanotic and had a cardiopulmonary arrest. A CPR was initiated immediately. External pacing leads placed with resumption of pacemaker function as soon as this was done. The patient's loss of consciousness this time was quite transient. She has been transported by ems to the ER with external leads as back up with the patient pacing primarily through her device. She is at a vvi mode at 65 beats per minute.impression:1. Acute device failure. The patient developed acute device failure as soon as the magnet was placed. This is likely related to an abrupt drain resulting in transient cardiopulmonary arrest. The patient will be taken as soon as possible for a generator change.2. Heart block. Initially third-degree heart block. Current ECG consistent with av dissociation as the patient is currently in a vvi mode secondary to end of life setting.the patient did have another pacemaker implanted with no complications. She has not had another hospital admission since then.